Event description:
It was reported that this patient with lv lead felt bumping in the diaphragm for the last few months. A competitor's representative turned this lv lead off. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).